Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2011. It was reported that the pt cannot feel stimulation using any of her programs, even at the maximum amplitude level. It was reported that the pt had fallen, but diagnostic tests revealed normal impedance readings. During reprogramming, the pt allegedly could not feel any stimulation at 11 am, although she used to feel stimulation around 4 am. The next course of action is currently undetermined; no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.